Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room on (B)(6) 2020 due to high blood glucose level. The customer treated with intravenous insulin drip. The customer was in emergency room twice in august but customer did not recall when due to elevated blood glucose readings from bent cannula. The insulin pump will not be returned for analysis.